Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30166 (max air exceeded) occurred on an amia cycler during peritoneal dialysis therapy. This event occurred during cycle two of five while the patient was connected. The patient had already disconnected and shut machine down before they called baxter. The technical service representative (tsr) informed the patient on some things that may cause an alarm of max air exceeded. The patient stated they had no leaks to the solution bag, and the patient line holder was seated properly. The patient stated the machine primed properly, and all clamps were open when they were supposed to be. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the customer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.